Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.

Event description:
Consumer reported upon removal of a tampon, the string separated in one piece from the pledget. She manually removed the pledget from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.